Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -litigation alleges that patient has experienced metal ions being released into patient's blood, tissue, and bone surrounding the implant. As a result, patient experienced severe pain, discomfort, and inflammation. He also experienced a popping and snapping sensation in his hip joint when walking or moving to and from a sitting position. Update: (B)(6) 2012 - patient fact sheet received. An invoice was located and part/lot was updated. The doi and dor were also updated. There is no new additional information that would affect the investigation. Records are available on the l:\drive if needed for further review. Update rec'd (B)(6) 2013 ¿ pfs and medical records received. After review of the medical records the operation on (B)(6) 2007 in the litigation for the right hip. The stated revision date of (B)(6) 2012 was actually a primary hip operation of the left hip. There is not litigation for the left hip. There is no revision at this time for the right hip. There is no new additional information that would affect the existing MDR decision. The complaint was updated on : (B)(6) 2014. Update (B)(6) 2015 - fs and medical records received. After review of the medical records for MDR reportability, no labs were provided for the alleged high metal ions. The stem is now being added to the complaint for the high metal ions. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.